Manufacturer narrative:
Device passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. However, the device failed the sleep current measurement due to moisture damage found on the electronic assembly.

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had two events of possible blockage of insulin flow block. Customer's mother reported one of which, on (B)(6) 2020 also turned into diabetes ketacidosis, while in the case of the second event it seemed to be a consequence of a swim in the pool of the customer. The insulin pump will be returned for analysis.